Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the reporter, on (B)(6) 2025, the patient experienced feeling dizzy, vomiting, and had cold sweats. The cgm reading was around 60 to 70 mg/dl, and when a fingerstick was taken, the cgm reading would have been significantly inaccurate, however, no specific reading was reported. The patient was taken to the hospital due to hyperglycemia. No treatment was reported, and it was not known how much time the patient spent there. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.